Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The device was not returned for evaluation. A direct correlation between the device and the events could not be determined. The instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 9 months post-implant, it was reported that over a period of 10-15 days, the patient experienced a low international normalized ratio (inr) level of 1.5. The patient then reportedly exhibited unspecified signs of hemolysis and an increase in the pump power. A heparin infusion was initiated and the patient's parameters returned to normal; however, the improvement was not sustained as signs of hemolysis and an increase in pump power reoccurred. An echocardiogram revealed a possible pump obstruction. Subsequently, the patient was administered an unspecified thrombolytic agent. On (B)(6) 2015, approximately 12 hours after thrombolytic therapy was performed, the patient experienced an intracranial bleeding event and expired. An autopsy was not performed and the pump was not explanted. No additional information was provided.